Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the missing image was likely caused by a broken lens in the optical system; the source of dust or dirt under the plan glass or within the optical system could not be determined; low light transmission resulted from broken light guide fibers; and sharp edges, scratches at the distal end, and dents on the outer tube were associated with component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that rigid endoscope telescope had tiny bit of damage on the shaft right at the distal end. The issue was identified during device reprocessing. There was no patient involvement.